Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 396mg/dl for dinner, and 377mg/dl after dinner and 296mg/dl after they bolused. The customer was concerned that they may have overbolused due to amount of active insulin. The customer's blood glucose at the time of the call was 218mg/dl. Troubleshooting was performed and the customer was explained to what the daily history was showing and the manual boluses. The customer confirmed that they were stable. The customer was asked if they had an emergency room assistance, and they answered, emergency room. The customer was offered troubleshooting for the high blood glucose readings but they declined. The insulin pump will not be returned for analysis.